Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and difficulty was observed performing the clamp function by hand. Torque engagement testing was performed, and the engage and disengage force to open and close the twist sleeve was above tolerance and did not meet specification. The reported condition was verified. The cause of the condition was related to manufacturing during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.